Event description:
We use a ge centricity pacs. One of the radiology groups that reads for the hospital has asked that the filters that identify "unread" studies be created with the logic that removes cases that are being viewed (a.k.a. "Locked") from the unread list - they don't want to open the cases to see that another user is viewing the study.recently, studies were found to be locked that were not being displayed - as locked, there was a delay in the interpretation as the studies were not on an unread worklist.it is unknown whether the issue is caused by a bug in the software. The same version of the client was re-installed and the problem has not continued.

Event description:
The customer reported that the device jammed during use. There was no pt injury involved. When the sample was returned for eval it was noted that the knife was protruding from the device.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15063670 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Four units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15063670. No non-conformance records were issued for this lot.

Manufacturer narrative:
Information was received via the (B) (4) study that 22 days post index procedure, the patient died. No additional information is available as the patient expired at another facility. The cause of death is unknown and it was not known if an autopsy was performed. No additional information is available. Prior to the index procedure the patient was symptomatic with an (B) (6) stroke score of 5 and (B) (6) score of 3. The (B) (6) female¿s medical history included history of transient ischemic attack (tia), stroke, contralateral carotid occlusion, hyperlipidemia and history of smoking. The rica target lesion was reported to be: ostial, a 70% stenosis, mildly calcified, not tortuous, ulcerated, and thrombus present. The lesion was not pre-dilated. A 5 mm angioguard embolic protection device was used for the procedure. A precise 7 x 20 stent was implanted at the intended target lesion. The total length of the stented segment was 20mm. The residual stenosis was 0%. There were no reported procedural complications, device deviations or associated adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced an ischemic stroke characterized by aphasia, right hemiparesis and hemineglect. The onset of symptoms was sudden. No intervention was performed. The duration of the neurological deficit was greater than twenty-four hours (>24 hours) and was fully resolved. The event was reported to be unrelated to the study device; related to the study procedure. Right-sided hemiparesis involves injury to the left side of the brain, which also controls language and speaking. Aphasia is a disorder that results from damage to portions of the brain that are responsible for language; for most people, these are areas on the left side (hemisphere) of the brain. Because the diagnosed ischemic stroke presented with symptoms indicative of left sided ischemia / injury, there is no indication that it is related to the precise stent implanted in the right carotid artery. This patient¿s unrelated history of contralateral carotid artery occlusion is an identified factor that may contribute to left sided stroke. The patient was discharged eight days after the index procedure. At discharge the patient¿s (B) (4) score was 0 (baseline was 5) with (B) (4) score of 3 (baseline was 3). The study data indicated the cause of death as medical (neoplasm, renal, etc.) Unrelated to the device and unrelated to the procedure. However, in response to investigational efforts it was reported that the cause of death is unknown. The stent remains implanted. Manufacturing records for lot 15063670 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 23539 and stent lot numbers: 512777; and the results indicate that the stent shipped meets specified release requirements. No conclusion regarding the reported death can be made; however, the patient¿s concomitant medical conditions may have contributed or caused the event. Based on the lack of information pertaining to the patient's death from unknown cause 22 days post procedure, no conclusion can be made regarding the relationship of the event to the device. Therefore, no corrective actions will be taken. Without the return of the device for evaluation, although no definitive conclusion can be made; procedural factors including the heavily calcified characteristic of the 90% stenosed lesion may have contributed to the balloon burst. There is no indication that the event is related to the device manufacturing process; therefore, no corrective actions will be taken.

Event description:
The report received from the (B) (6) study indicated that the patient was enrolled in the study and had a precise 7 x 20 stent successfully implanted in the ostium of the right internal carotid artery (rica) during the study index procedure. A 5 mm angioguard embolic protection device was used for the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced an ischemic stroke characterized by aphasia, right hemiparesis and hemineglect. The onset of symptoms was sudden. No intervention was performed. The event was reported to be unrelated to the study device and was related to the study procedure. The duration of the neurological deficit was greater than twenty-four hours (>24 hours) and was fully resolved. The patient was discharged eight days after the index procedure. Additional information has been requested. The patient was symptomatic for the index procedure. The rica target lesion was reported to be: ostial, a 70% stenosis, mildly calcified, not tortuous, ulcerated, and thrombus present. The lesion was not pre-dilated. A precise 7 x 20 stent was implanted at the intended target lesion. The residual stenosis was 0%.

Manufacturer narrative:
After further review of additional information obtained, the adverse event patient code for cerebrovascular accident (B) (4) is being deleted. Additional information was received that indicated the patient expired due to unknown causes at another facility approximately twenty-two days after the study index procedure. It is not known if an autopsy was performed. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received. The adjudication minutes were received and reviewed. The complaint of ischemic stroke (cerebrovascular accident) is being changed to MDR reportable as the adjudication minutes received indicated the event was a bilateral stroke/event. The additional information included in the adjudication minutes also indicated that the right-sided weakness was secondary to hypo-perfusion from a known left ica occlusion and the persistent hypotension. As such hypotension is being added as a reportable event. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by hosp, a pt had a chest port implanted since (B) (6) 2008. During a chest x-ray, it was discovered that the catheter had separated from the port. The catheter was removed by interventional radiology, and the port was removed surgically. The pt's condition was noted as "stable". The used catheter was returned for eval.

Manufacturer narrative:
Updated based on receipt of adjudication minutes. It was reported via the (B)(4) study that post right internal carotid artery precise stenting procedure the patient was reported to have experienced an ischemic stroke characterized by aphasia, right hemiparesis and hemineglect. The onset of symptoms was sudden. No intervention was performed. The duration of the neurological deficit was greater than twenty-four hours (>24 hours) and was fully resolved. The event was reported to be unrelated to the study device; related to the study procedure. Additional information was received via the adjudication agreeing with the previous diagnosis of an ischemic stroke; however, the adjudication minutes note that it was a bi-lateral event. In addition, new information shows that the patient experienced sustained hypotension and the clinical impression was that the right-sided weakness was secondary to hypo-perfusion from a known left ica occlusion and the persistent hypotension. The study site also reported that 22 days post index procedure, the patient died. No additional information is available as the patient expired at another facility. The cause of death is unknown and it was not known if an autopsy was performed. The study data indicated the cause of death as medical (neoplasm, renal, etc.) Unrelated to the device and unrelated to the procedure. However, in response to investigational efforts it was reported that the cause of death is unknown. No additional information is available regarding this event. Prior to the index procedure the patient was symptomatic with an nih stroke score of 5 and rankin score of 3. The (B)(6) female's medical history included history of transient ischemic attack (tia), stroke, contralateral carotid occlusion, hyperlipidemia and history of smoking. Additional information received via the adjudication process indicated that the patient had residual expressive aphasia. Additionally, it was reported that there was placement of a non-study stent in the left vertebral artery. The rica target lesion was reported to be: ostial, a 70% stenosis, mildly calcified, not tortuous, ulcerated, and thrombus present. The lesion was not pre-dilated. A 5 mm angioguard embolic protection device was used for the procedure. A precise 7 x 20 stent was implanted at the intended target lesion. The total length of the stented segment was 20mm. The residual stenosis was 0%. There were no reported procedural complications, device deviations or associated adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. It was reported via the adjudication that 12 hours post procedure, the patient experienced sustained hypotension with increased aphasia from baseline with question of new receptive aphasia and weak right hand grasp. Approximately six hours later, the patient was non-verbal with no movement of right extremities. Evaluation 10 hours later reported that her neurological status had improved. MRI five days post index procedure demonstrated no hemorrhage or mass effect. In addition to subacute-chronic left mca changes it was suggestive of a showering of micro-emboli in the right occipital and left posterior and anterior parietal territories. Six days post procedure, the nih stroke score was 5 and rankin score was 0. No further information pertaining to the death was provided with the adjudication minutes. The patient was discharged eight days after the index procedure. At discharge the patient's nih score was 0 (baseline was 5) with rankin score of 3 (baseline was 3). The stent remains implanted. Manufacturing records for lot 15063670 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), for part number: 23539 and stent lot numbers: 512777; and the results indicate that the stent shipped meets specified release requirements. Hypotension and ischemic stroke are known potential adverse events associated with carotid artery stenting procedures as listed in the IFU. These events can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation that occurs with stent implantation. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. In addition, physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This patient's unrelated history of contralateral carotid artery occlusion, hypertension and history of smoking puts her at greater risk for adverse events. No conclusion regarding the reported death can be made; however, the patient's concomitant medical conditions may have contributed or caused the event. Based on the lack of information pertaining to the patient death from unknown cause 22 days post procedure, no conclusion can be made regarding the relationship of the event to the device. There is no evidence to suggest there were any manufacturing issues that contributed to the reported events. Therefore, no corrective actions will be taken.